Manufacturer narrative:
The full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the connector pin is bent, and the proximal conductor distorted at 2.5 centimeters.

Event description:
It was reported that during the atrial lead implant procedure, bend in pin was noted, and the lead was not able to put into connector of the pacemaker. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.